Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window and case, cracked case at the display window corners and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer changed the set due to receiving a low reservoir alert. The insulin pump was not bumped or dropped. The drive support cap appears normal. Customer was advised to remain disconnected. Blood glucose value is unknown. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.